Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pieces of plastic around where the reservoir goes in was coming out and they did not have a place where the reservoir was secure. The reservoir compartment was broken. Customer's blood glucose level was 18.0 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime seating test, basic occlusion test and force sensor test. Device was received with missing retainer and reservoir tube lip oring. Unable to perform occlusion test and displacement test due to physical damage to case. Device was received with partially broken reservoir tube lip. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay texture damaged.